Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was not returned for evaluation. Log file analysis pertaining to the controller in use during the reported event revealed a critical battery alarm involving (B)(6) was logged on (B)(6) 2021 at 20:36:18. The data point prior to the critical battery alarm revealed that the battery was at 24% relative state of charge (rsoc). During the critical battery alarm, the battery dropped from 24% rsoc to 8% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. As a result, the reported event was confirmed. Given that the capacity dropped to 8% rsoc may be indicative of an estimation error. However, analysis could not be performed since the device was not returned. The most likely root cause of the reported critical battery alarm can be attributed to an estimation error, which resulted in the battery's capacity dropping below 10% rsoc, triggering a critical battery alarm. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: d314vrm ICD, implant date: (B)(6) 2012, 6935m62 lead, implant date: (B)(6) 2012. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an appropriate critical battery alarm when two power sources were connected. The battery capacity at the time of the alarm was 8%. The battery remains in use. No patient complications have been reported as a result of this event.